Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent buttons due to corroded keypad traces. Analysis was unable to prime unit during prime/a33 test due to faulty force sensor resistor. (Gold) the insulin powered up properly after battery installation. The insulin pump was received with operating currents within spec. The pump was monitored and no blank display anomalies were noted. There was no damage on the c13/lcd isolation tape noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at lcd window corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, blank display. The customer's blood glucose reading was 177 mg/dl at the time of the call. The customer stated the insulin pump was exposed to water. She stated the insulin pump had a blank display that stayed blank after the battery change. The customer noted there is moisture under the lcd screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.